Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the lens of the charge coupled device unit that had missing glue and the chipped light guide lens, the cause was due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, it was indicated that a missing glue at the charged coupled device lens and a chipped light guide lens were found. There was no patient involvement.